Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. There are two medical device reports associated with this event. This report is the second file. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was noted to have a scratch on the edge of it. The lens had been folded in a company cartridge. There are two medical device reports associated with this event. This report is the second file.